Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were hospitalized on (B)(6) 2017 due to high blood glucose of 500 mg/dl at the time of the incident. The customer was using manual injections but their blood glucose would not come down. The customer was admitted as their kidney valves creatine levels being high and also for the high blood glucose reading. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer states that their body doesn't like the infusion sets and they get allergic reactions that have puss. The insulin pump will not be returned for analysis.